Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: proximal femoral nail antirotation (pfna) was applied for trochanteric fracture surgery on (B)(6) 2015. During the surgery, a drill bit was used for pre-drilling to perform the distal locking. However, the drill bit did not work resulting in a 15 minute surgical delay. No adverse consequences were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: we have received this drill bit ø4 f/pfna for investigation. The visual inspection has shown that the instrument is worn out at the cutting flutes. The device shows slight scratches all over the shaft, but overall the condition of the shaft and the coupling end was found to be good. The end of the drill bit got measured; the measuring result does show conformity. Further investigation for this instrument produced in (B)(6) 2014 regarding manufacturing and material documents shows conformity to its specification. No failure in material or manufacturing could be detected. Due to the worn out cutting flutes we can assume that cause of the failure mode is intensive use and therefore regular worn out. Please note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No indication for material or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 26november2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the procedure, when the drill bit was inspected again, it was noted that the drill bit was dull. The surgeon also reported that the patient's bony density was not good and so it was easier to shave the bone with other instruments such as reamers.